Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, a wire broke at the tip of the prograsp forceps instrument. The instrument was not used on the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable frayed at the distal idler pulley. Other cables at the wrist were not damaged. Additional observations not reported were the distal pulleys on both sides of the grips appear to be damaged. Damage to the pulleys may have contributed to the grip cable damage. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .160 - .158 in length and not axially aligned with the tube. No other damage was found.